Event description:
Olympus medical systems corp. (Omsc) was informed that during colonoscopy the loop could not be detached from the device after the doctor ligated. He cut the insertion portion near handle of the device. After that, he cut the loop with loop cutter. He completed the procedure by using another device. There was no report of patient injury regarding this report.

Manufacturer narrative:
The investigation confirmed that the loop remained in the distal end of the coil sheath of the device. There were no abnormalities found upon investigation of the other parts. Also as the result of checking the manufacturing record of the same lot, nothing abnormal detected. Therefore, omsc considers that user handling caused this phenomenon. The device instruction manual has warned users that there is a possibility the loop cannot be detached from the device and it also describes what to do if the loop cannot be detached. This report is being submitted as a medical device report in an abundance of caution.